Event description:
On friday, december 20, 20224 is reported from the service of allergies quality failure in the syringe with reference 326709 and lot 2108958, relate the textual report " the immunotherapy is packaged and when the biological is extracted, the plunger remains stuck and does not come down. This is removed and the stick of the syringe is released for such reason that you can not use the syringe", the syringe is not found for its respective collection and analysis, thank you.

Manufacturer narrative:
Investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. No definitive root cause was determined as the issue is unconfirmed. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.